Event description:
During insertion, the PICC line would not feed and as they tried to remove it, the line got stuck. The inserter proceeded to place a heat pack after doing a small cutdown to try to visualise the issue. The inserter placed a PICC in the patient's other arm without mishap. After placing the second PICC, they attempted to remove the PICC that had difficulty inserting and was able to remove, with the patient in pain, to reveal a knot in the distal end of the PICC.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.